Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported the patient was on impella rp flex support and there were placement signal not reliable alarms. The nurse believed this occurred after a new swan was placed. Support continued. Additionally, the patient had hemolysis while on support. Labs were hemolyzed and anticoagulation was withheld. Furthermore, low flows were noted with a small spike on the motor current and afterward, the motor current became more dampened/flat. It is unknown if the flows returned to normal or if blood products were given. The patient was eventually weaned and explanted. The patient survived the event.

Manufacturer narrative:
The investigation for the hemolysis and low pump flow has been completed. The pump was returned for investigation. The data log shows a trend of optical sensor damage across all 5s parameters, with a spike in motor current. Indications of biomaterial ingestion events were observed before and after the optical signal loss event, during which a gradual decrease in motor current (mc) was seen, accompanied by deviation in speed, gradual increase in the placement signal, and decrease in pump flow without a change in the p-level. The optical psnr, mc spike & speed deviation aligns with the clinical information regarding a swan being placed indicating an interaction with the pump at this time causing damage to the optical sensor. After the mc spike the ps trends upwards with flow and mc trending down indicating something around the impeller causing low flows. Biomaterial was found around the impeller on the returned product. The pump passed electrical testing, laser continuity testing, and the dp sensor resistance test. It also passed hemolysis testing with a result of 2.57 mih. The cause of the hemolysis was most likely biomaterial. The cause of the low pump flow issue was likely biomaterial.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A hard optical sensor failure trend was noted on the 5s optical parameter of the returned pump with very low signal-to-noise ratio (snr) and maxed out cavity length. Further investigation of the optical signal revealed damage to the sensor face. The root cause of the optical signal issue is a damaged sensor face likely due to an interaction with a swan. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-13300. D.4. Serial number updated. D.4. Unique identifier (UDI) # updated. D.10. Concomitant medical products and therapy dates updated. G.1. Reporting contact email updated.